Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem, of brush not passing was confirmed. Due to damage on channel tube, channel cleaning brush cannot inserted smoothly. The device evaluation found that connecting tube coating was peeling (the reportable malfunction) and had a dent. It was also found that the light guide (lg) bundle was broken, venting connector under grip was shaved, and multiple parts had scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The concerned product was last repaired on (B)(6) 2022. Due to a pinhole in the bending section cover. Based on the results of the investigation, a root cause was unable to be identified, however, it was presumed that the defective event was caused by stress of repeated use, external factors, or handling of the device. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope¿ visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope brush does not pass. There was no patient involvement alleged. The device was returned for evaluation. During the device evaluation, the reportable malfunction, coating of the image guide (ig) tube peeling off was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.